Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device is clogged. The following information was provided by the initial reporter, translated from chinese to english: when in use, connectors don't work alternate translation using google translate: short description: q-syte-clogged. Long description: when in use, if the connector is blocked.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: received one unsealed q-syte closed luer access device. Visual inspection discovered that the septum was caved in. There also appears to be damage to the top body. The damage precluded proper attachment of a syringe. There does not appear to be any indication of usage. The reported defect was confirmed. This defect may occur during manufacturing. During top body loading, the top body is oriented and transferred from top body feeder bowl to the inline track. Improper setup/alignment of feeder track or damaged track may cause top body misorientation causing septum damage/cave in. Because of the extent of the damage, this defect most likely occurred during manufacturing. Investigation conclusion(s): the defect of ¿flow issues ¿ complete occlusion¿ was confirmed. Probable root cause(s): manufacturing. Lot 2118470 is a final product lot. Q-syte subassemblies used in that final lot were built under part number 8001498 lots 2117610 and 2123180. DHR for lot 2117610 was reviewed. No related quality issues or deviations were found during the manufacture of the subassembly batch. DHR for lot 2123180 was reviewed. No related quality issues or deviations were found during the manufacture of the subassembly batch. A notification of awareness has been sent to the manufacturing department.